Event description:
The hcp reported the pt developed a hard lump on their spine at the catheter insertion point. They were also experiencing shooting pain down into the back of their leg. A follow up report will be sent when additional information is received.